Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged. The following information was received by the initial reporter with the following verbatim the bedside rn was assess the patient and found that the bd max zero tri-fuse extension set was broken. Per nurse, no blood was lost. Product#: mz9266.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the maxzero was broken and returned a photo of the mz9266. There is no physical sample available, just the photo. Upon initial visual examination, the photo verified the failure of separation at the tubing/maxzero connection. The manufacturing plant found the root cause for the maxzero separation to be related to incorrect solvent application by the assembler. A quality alert was issued by the plant on 12dec2024 to communicate and reinforce the correct solvent assembly procedure to personnel. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.